Manufacturer narrative:
(B)(4). D10: unk fitmore stem and unk head. G2: foreign ¿ japan. Citation: onoi, y., hayashi, s., fujishiro, t., et al. (2024) the medullary cavity morphology of the proximal femur infuences the fxation pattern of the rectangular tapered short stem in total hip arthroplasty. Archives of orthopaedic and trauma surgery, 144, 3857-3864. Https://doi.org/10.1007/s00402-024-05500-5. The customer has indicated that the product will not be returned to zimmer biomet for investigation, as its location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported in a journal article that one patient experienced a post-op deep vein thrombosis. Attempts have been made and no further information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected: b4, b5, d2, g1, g3, g6, h1, h2, h11. H1: this MDR is being submitted as a part of a retrospective literature MDR reporting review and remediation effort based on MDR reporting process and FDA adverse event reporting requirement. CAPA -07984 was opened on feb 27, 2026, to address corrections. Device performance and/or risk profile are not impacted. If any further information which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated: b5; g3; h2; h6; h10. D4: attempts have been made to gather all product identification information and no further information has been provided. Product has not been returned. No product evaluation was able to be completed. Root cause of the reported event is not device related. Procedural related complications are influenced by the type of surgery, patients pre-existing comorbidities, and perioperative management. Deep vein thrombosis (blood clot), or dvt, occurs when a blood clot forms in one of the deep veins of the body. This can happen if a vein becomes damaged or if the blood flow within a vein slows down or stops. Total joint patients are typically placed on medication post-operatively to prevent dvt formation. Even with the administration of preventive medication, dvts can still develop. As the complaint indicated, a post-operative complication occurred, and medical intervention was required for treatment. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported in a journal article that one patient experienced a post-operation deep vein thrombosis. The patient was treated with just medication. Attempts have been made and no further information has been provided.